Event description:
A report was rec'd via the FDA medwatch medical products reporting program dated 07/12/06. Consumer reports use of renu multiplus multip-purpose solution at the end of february. Also used renu products when she traveled and infrequently. Event began with consumer awaking with eye pain and vision loss. She was seen in the emergency room and the following day had vision loss. Treated at eye clinic. Consumer reports scarring and vision loss. No medical documentation is available.

Manufacturer narrative:
Bausch & lomb initiated an investigation that evaluated the manufacturing facility environmental records, a review of batch records and testing of retain samples for numerous produced lots. All of the records indicate there were no anomalies that could have been related to the report, there were no fusarium recoveries from the facility environmental monitoring program of the aseptic processing areas, and all product release sterility evaluations met criteria. Product retain sample testing was completed where lot numbers were available and indicated that all chemical and biocidal performance was effective against microbial challenges as required. The conclusion of this investigation is that renu multiplus formula is effective, meets all performance criteria and no causal factor is identified with the reported event.